Manufacturer narrative:
The cartridge was not returned for evaluation as requested. The exact cause of the observed fluid leak cannot be determined. All cartridges are 100% leak tested during manufacturing. The reported blood loss was attributed to failure of the operator to rinseback the patient's blood as instructed in the user's guide. The user guide includes a warning that the cycler may not sense slow blood or fluid leaks and that the operator must periodically check for leaks and rinseback the patient's blood if a leak is observed. Nxstage medical considers this report closed. No additional information will be provided.

Event description:
This report is being filed as an adverse event solely to comply with the FDA's blood loss policy. It was reported that a cartridge fluid leak occurred during a routine hemodialysis treatment. The operator discontinued the treatment without rinseback of the patient's blood resulting in a blood loss of approximately 190cc. No medical intervention was required.